Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified. It is likely that foreign material could not be removed properly due to leakage failure. However, a definitive root cause could not be determined. Per the instruction manual, these are the following descriptions about reprocessing at the time of shipment. Chapter 3 ¿compatible reprocessing methods.¿ chapter 4 ¿reprocessing workflow for endoscopes and accessories.¿ chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories).¿ chapter 6 ¿reprocessing the accessories.¿ chapter 7 ¿reprocessing endoscopes and accessories using an aer/wd.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope could not be processed by 4 medivators, scope error associated with block was reported. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.